Event description:
It has been reported to the co that during a ptca procedure the catheter kinked and while trying to fix the kink the catheter got cut off leaving the distal end in the aorta. The remaining catheter was removed by using an 8f sheath and a snare. No additional surgery was required. There is no report of patient injury and the device is being returned for co's analysis.